Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the distal tip of the subject device got broken within the patient. The physician attempted to remove the broken pieces using aspiration catheter. A subsequent attempt was made using a trap device. Both retrieval attempts were unsuccessful, and the broken tip remained within the patient. There was a surgical delay of unknown duration. The procedure was completed successfully. No further information is available.